Manufacturer narrative:
During the evaluation of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.